Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was squirted insulin periodically also the back light was diminished that harder to see. The customer¿s blood glucose unknown. The device will not returned for analysis.